Manufacturer narrative:
(B)(4). Date sent: 10/29/2019 device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: was ph testing performed prior to explant to confirm recurrent reflux? No. Patient had grade b esophagitis before linx placement and grade c after implantation. After implant, was the device initially effective in controlling reflux? Yes, for 2 months. When did the recurrent reflux begin? Around 2-4 months post op. Date of implant? (B)(6) 2018. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? 4cm hiatal hernia; esophagitis mentioned above. How severe was the reflux prior to implantation? Severe. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported reoccurrence of the reflux? Patient had dysphagia (more than normal) and complained of chest pain. Chest pain started in (B)(6). Was the device found in the correct position/geometry at the time of removal? Linx was stuck on the diaphragm. The patient started to exercise (run) 6 weeks after surgery. Pre-op testing- 10% failed peristalsis; 60% incomplete bolus clearance; dci 1056; demeester score 26.9. Patient did not have a gastric emptying study pre-op; patient did have a gastric emptying study post-op and showed delayed emptying. The patient did have a hiatal hernia at the time of explant. Dr. (B)(6) repaired the hernia. The patient did not get a linx, lnf or partial wrap at the time of removal. Patient was prescribed flexeril post op and seemed to help.

Event description:
It was reported that post-op of a laparoscopic linx implant procedure, patient has recurrent reflux after three months from when the linx was implanted.

Manufacturer narrative:
(B)(4).